Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 352 mg/dl at the time of incident and current blood glucose also 408 mg/dl. Customer also stated that the blood glucose was at the evening when she changed and got the different blood glucose levels was 250 mg/dl, 400 mg/dl, 280 mg/dl and 365 mg/dl. Customer when out of the bathroom then the blood glucose level was 314 mg/dl. Customer also stated that when they checked the sensor the blood glucose was 165 mg/dl. The customer was treated with manual injection. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.